Event description:
Customer reported that she had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 600 mg/dl. Customer stated that her heart was fluttering and she was vomiting prior to hospitalization. Customer also reported that her reservoir was leaking into her reservoir compartment. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-85028.